Manufacturer narrative:
Sw version 2.8c. Retainer ring = clear. Case type = ngp. Customer complained the pump alarmed insulin flow blocked and no delivery alarm/occlusion during therapy and cosmetic damage located at the retainer ring on (B)(6) 2023. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit failed to pass the self test due to pump error 63 occurring during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment, however, it is noted as damaged due to cracked retainer. Unit successfully downloaded to thus. Pump error 63 variable (03) occurred on (B)(6) 2023 10:24. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcb 1 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2023: 05:47 bolus, 05:49 bolus, 20:49 bolus, 20:59 basal in pump downloaded history. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked case (battery tube), faded serial label, cracked retainer. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm/occlusion during therapy is not confirmed. Cosmetic damage is confirmed at the retainer ring. Pump error 63 is confirmed due to occurring during testing and due to cracked soldered joint at u1 pin (01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump reported an insulin flow block. Troubleshooting was performed and found that the insulin flow block issue was resolved by a complete set change. Also, the insulin pump will be replaced due to the clear retainer ring and also due to the worn rear label. The customer stated clear retainer ring was not damaged and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.